Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of nerve injury in a (B)(6) female pt who used super poligrip as a denture adhesive. A physician or other health care professional has not verified this report. Co-suspect product included fixodent. Approx ten years prior to reporting, the pt received full dentures. On an unk date, the pt used super poligrip and fixodent. On an unk date, the pt experienced "profound and permanent neurological and other injuries attributable to super poligrip and fixodent use." According to the claim, the pt's injuries were serve and permanent and had left the pt unable to perform her normal, customary, and daily activities. Super poligrip is mfg in (B)(4), and neither the product nor lot number for this product was available. (B)(4).